Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that the error code was displayed, and fax (fluid/air exchange) could not work during vitrectomy surgery. The surgery was completed on the same day after replacing the pack with another one. There was no impact to the patient.